Event description:
It was reported that the user experienced prolonged hypoglycemia while using the ilet, with cgm showing 58 mg/dl and a confirmatory fingerstick of 39 mg/dl, persisting below target for approximately 1.5 hours after exercise during which insulin was not paused; the caregiver administered repeated 3-ounce servings of juice every 15 minutes and later provided a meal without announcing it, after which glucose rose to 139 mg/dl and stabilized. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education focused on exercise-related insulin management and treatment of lows without announcing meals. Investigation of this case revealed hypoglycemia with cause unclear, with exercise without pausing insulin identified as a likely contributor; no device alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.